Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, occlusion alarms occurred. Blood glucose was 170 to 338 mg/dl. The customer was unable to perform troubleshooting with tandem technical support at the time of the reported event.